Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead in association with this cardiac resynchronization therapy defibrillator (crt-d) did exhibit myopotentials oversensing that led to early surgical intervention to address the issue. There were no reported adverse patient effects such as pacemaker inhibition.

Manufacturer narrative:
The rv lead was surgically abandoned. This associated crt-d was removed from service also.